Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. The customer will continue to use the pump for insulin delivery. It was also reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. The alarm cleared after removing any obstruction and cleaning the speaker holes. There was no reported adverse effect to the customer's blood glucose level.